Manufacturer narrative:
This report replaces the redacted medwatch report numbers 2649622-2012-15878 and 2649622-2012-15879. Product event summary: performance data were collected from the device and analyzed. There were three patient alerts due to subthreshold lead impedance measurements between (B)(6) 2012. The weekly high voltage lead impedance trend showed the impedance decreased to a minimum for the defibrillation coil and the superior vena coil from 44 to 7 ohms between (B)(6) 2012. There was one ventricular nonsustained tachycardia episode for 200 ms on (B)(6) 2012. There were also five lead failure predictor high rate nonsustained episodes less than or equal to 210ms average for the ventricular cycle between (B)(6) 2012. There was one patient alert for lead failure predictor that occurred on (B)(6) 2012. Concomitant products: 5076 implantable pacing lead: (B)(6) 2008. 4538 competitor implantable pacing lead: (B)(6) 2008. (B)(4).

Event description:
It was reported there was a lead warning due to low impedance measurements on the high voltage coils of the right ventricular (rv) l ead. Oversensing was also noted on the lead. In addition, the atrial and rv pacing lead impedance measurements were high. It was determined the device was not functioning normally. The device was removed and anew device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Failure analysis confirmed the anomalous lead impedance and the low pacing amplitude anomalies. Initial measurements determined that the device is in a high current drain condition and is the cause for the battery depletion. However, the device cleared during analysis and was not able to be reintroduced. The anomalous lead impedance and pacing amplitude were both fully functional. The stacked chip scale package (scsp) was optically inspected. Copper trace anomalies were noted between traces on the edge of the package. Electrical shorts consistent with the location of the anomalies were simulated on a system breadboard (sbb). The results of the simulation (between which nodes) resulted in symptoms similar to the reported field failure.